Event description:
It was reported that the asymptomatic patient presented for remote follow up with stored episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.